Event description:
The intravascular anchor of the terumo angio-seal vip device detached, creating a vascular occlusion requiring surgical intervention (thrombectomy and removal of foreign body) to restore blood flow and relieve ischemia. Product lot # 06090419. This organization had 2 incidents with this product in 2 consecutive days-both with different mds and product from same lot number. Dates of use: (B)(6) 2018. Diagnosis or reason for use: cardiac angiography.